Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient is getting a call your doctor message with a power on reset (por). The patient was asked if they had any medical procedures recently and they said no. The patient was explained the factors that could cause the por and told the patient had to call the doctor to be seen to have the por cleared. It was recommended that they follow up with their healthcare professional.